Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Conclusion code- failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was noted distal to the connector boot. Reliability laboratory technician st. Jude medical crmd reliability laboratory